Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted once the device has been received and an investigation has been completed.

Event description:
Received report of a leaking IV administration set. Infusion was d5w with sodium acetate and magnesium. There was no patient harm or medical intervention required. Although requested, no additional patient or event information was provided.